Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage as well as compromised force sensor system alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the small scratches on the outside of the casing and received unexplained no delivery alerts. Customer also stated that the insulin sometimes squirts out when priming before slowing to a drip. Customer had issues with the sensor, getting calibration errors where they had to change sensor. The device will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a33, no delivery alarms anomaly noted during testing. Also, device was programmed with test minilink and the glucose sensor simulator and display the value properly on display graph. Device calibrate error or low suspend alarms functions working properly and no anomaly noted. Device had scratched case. (B)(4).